Event description:
A 69-year-old female with a pre-procedural clinical presentation consistent with scai shock stage c underwent impella cp (B)(6) placement via right femoral arterial access for support during high-risk percutaneous coronary intervention. During the procedure, anticoagulation was managed with heparin and monitored using anti-xa levels, with a reported value of 0.4 at the time of the event. Following transfer to the ICU, the patient developed access site bleeding at the arteriotomy site, with an estimated blood loss of approximately 100 ml. Hemostasis interventions included the use of 4x4 gauze, a femstop device, and forward suturing. The patient received one unit of packed red blood cells. There was no evidence of vessel perforation or dissection, and no device malfunction was reported. Contributing procedural factors included patient movement during support and suboptimal placement of the reposheath with angle mismatch. The introducer was peeled away outside the body. The impella device was not removed due to the event and functioned as intended throughout support. The patient survived to explant on (B)(6) 2026. Based on the information available, the access site bleeding event was attributed to impella use in the context of femoral arterial access and procedural factors; however, there was no evidence of device malfunction or failure contributing to the event. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.